Event description:
A malfunction on the pump was reported by the customer, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any issues arose again, and they acknowledged and understood the instructions.